Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to have dislodged and caused severe diaphragmatic stimulation. High pacing thresholds were noted in all configurations and a drop in impedance was noted on the daily device measurements. This lead was turned off and decision to reposition lead was yet to be made. Information was later received from a field representative stating that lead had pulled back up to pocket and wrapped around device after patient had likely twiddled device. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.